Event description:
The customer contacted baxter's technical service center regarding therapy assistance, which occurred on the homechoice (hc) during use, during drain 1. The patient line became disconnected in drain 1. The home patient (hp) stated he awoke and noticed the patient line became disconnected during drain 1. There were no alarms. The baxter technical service representative (tsr) had the hp end therapy and advised the hp to start over with new supplies. The tsr also advised the hp to contact the registered nurse (rn) about possible exposure to unsterile air. The hp would call the rn. The patient was not connected either at the time of the alarm or observed air. It was unknown how the patient line became separated from the transfer set. The patient did not press go to start therapy before connecting. A dummy tummy was not being used. The patient did disconnect prior to the alarm or observed air. Proper disconnect procedures were not used. The patient did not reconnect. All bags were properly connected. There were no open clamps on the unused supply lines. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with new supplies. The sample was not available for evaluation. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.